Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed prior to the device being sent in for repair. The customer confirmed they perform reprocessing steps according to the instructions for use (IFU). The event can be prevented by handling the device in accordance with the following IFU: operation manual: 4.2 insertion: air/water feeding and suction: air/water feeding states how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the suction on the evis lucera elite colonovideoscope was difficult. The issue was found during a therapeutic polyp removal, which was completed with the device. During the device evaluation, the following reportable malfunction was found: white crystallized contamination believed to be a simethicone type product evident within the air and water channels. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a white crystallized contamination believed to be a simethicone type product evident within the air and water channels. The customer advised that reprocessing was performed in accordance with the instructions for use (IFU), however it is believed that only precleaning was completed prior to returning the device. In addition to the reportable malfunction, the following were noted: the aspiration channel suction volume had a blockage evident; the light cover glasses were chipped; the angle control knob's neutral position was misaligned; the left/right brake knob was stained; the light guide tube had minor crush marks; there was reduced angulation and excessive knob play; the electrical safety test on the insertion section failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.